Event description:
It was reported that the atrial lead exhibited noise. The lead had been turned off in 2011. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.